Manufacturer narrative:
Submit date: 10/6/2016. A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Visual inspection was performed according with procedure; as result the condition reported by our customer has confirmed of the syringes are foggy. The most likely root causes determined by our supplier were the following: the practice of conducting a partial line clearance on a piece of equipment rather than the full line and leaving the same line in an in-process state could contribute to confusion around the identity of the barrels and where they are going to be used. It is likely that an operator retrieved incorrect barrels from line 1 kanban and moved them to line 7. The operator did not check a brute tag and used an in-process brute that was stored on another part of the line for product code 8881112599 which was made with (B)(4). Another potential cause is that an operator inadvertently mislabeled a brute which could have resulted in the brute being used on another line. There are no established areas for kanban storage when a line is left in process while a full line clearance is conducted on a piece of equipment on that line. There are no backlights on the line 7 barrel hopper this is used on some lines to verify that the correct material is in use. Components made with (B)(4) would fluoresce where others materials would not. Formal investigation action being taken to address this failure/defect: for probable root cause 1, 2 and 4 - modify procedure, production line clearance and start-up, to require a complete full line clearance of the entire line that is producing parts for another line. Eliminate the partial line clearances on pieces of equipment and apply to full line only. For probable root cause 3 - assign color brutes by line to avoid mixing parts from one line to another which would provide a visual indicator to check materials and evaluate alternative documentation and/or process around recording wip ID tag information on the traceability sheet. For probable root cause 5 - add in-process inspection for correct barrel resin used on finish goods using black light. This also involves adding inspection tables, conduct feasibility study on resin type detection, and add black lights to all barrel hoppers. A formal corrective and preventative action has been opened for this issue. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing activities. In addition, as a preventive action for manufacturing site operations, a monthly complaints report is sent to focus factory personnel, summarizing the latest events reported by the customer.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer reports 109 of 340 syringes during 100% inspection were found to be opaque in color. They are unsure if sterilization has been compromised.